Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the loopwire was advanced out of the body without any resistance, the blue coating was found to be peeled partially. The peeled coating did not fall inside the pt. The procedure was completed with a new loopwire without any issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).